Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and ultrasound probe was confirmed. The cause of the gap was attributed to wear due to handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of forceps elevator lever; the up/down knob cannot be locked securely, suction cylinder is deformed, grip has a scratch, due to deformation of the scope connector; water tightness is lost, the charged coupled device (ccd) unit is the position of ccd cable limited the length for repair, there is a chip in the adhesive area between acoustic lens and ultrasound probe, adhesive around the light guide lens has wear, the nozzle is deformed, adhesive on the bending section cover has wear, due to wear of the knob wire; the forceps raising angle does not meet the standard value, and the channel tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope has a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.